Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. A cartridge change was performed to resolve the issue. Subsequently, the insulin gauge was reportedly inaccurate. Customer's blood glucose was 305 mg/dl. Reportedly, the customer performed the air removal process incorrectly. A new cartridge was successfully loaded, and customer resumed insulin therapy.